Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported insulin was leaking form the insulin pump and was having high blood glucose. Customer's blood glucose was 311 mg/dl. Customer reported the insulin pump was coming out of the back of the reservoir. Customer reported the insulin pump was exposed to fluids previously. Only low reservoir and low battery alarm noted in the alarm history of the insulin pump. The device passed self test. Customer was advised to monitor the device. No further information reported.